Event description:
Per affiliate: the customer was hospitalized for high bgs. It was reported that the basals were at factory defaults. The alarm history showed e-01 and many a-04 alarms. The batteries had not been out for more than two hours. In addition, it was reported that the pump had an e-01 alarm after the batteries were changed and the customer cleared the alarm.